Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented to the clinic with issues with his inflatable penile prosthesis (ipp) not inflating fully. Upon examination, it was determined that the device lost fluid. The patient underwent surgery to remove and replace all components. There were no patient complications.